Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate modular cable (lot number: unknown) was exchanged along with the system controller following communication issues between the controller and the system monitor and user interface button issues. The communication and button issues have been addressed under the controller investigation. The submitted and downloaded log files were reviewed and did not indicate any issues with the modular cable. The submitted photo was reviewed and did not capture any findings that would have contributed to a functional issue. Multiple attempts were made to obtain the lot number of the modular cable. The root cause of the reported event was not correlated to an issue with the modular cable. Device history records could not be reviewed due to the lot number of the heartmate modular cable not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller appeared be off and numbers could not be pulled up on controller display. However, the numbers present when connected to the system monitor. Upon listening with stethoscope, the pump was still on and running. The controller continued to lose connection to the monitor. The controller and modular cable were exchanged. The old controller would not register pressing silence or holding down the battery button to turn off. The ebb had to be removed to silence the alarm. Log files were sent for review. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.